Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the stent came off of the stent delivery system during normal preparation. There was no pt involvement. No add'l event or pt info is available.

Manufacturer narrative:
Results: product performance engineering could not determine a definitive root cause for the stent implant dislodgement in this case. Eval summary: quality assurance analysis revealed that the stent implant was returned dislodged. The stent delivery system (sds) was not returned. There was no blood or contrast visible on the stent implant. There was no damage noted to the stent implant. A laser micrometer was used to measure the stent implant's outer diameters. The outer diameters did not meet mfg criteria. The outer diameters were oversized. Product performance engineering reviewed the incident info and analysis of the returned vision stent implant. The delivery system was not returned for analysis, which would have assisted in the investigation. Analysis of the stent implant noted that the outer diameter dimension was outside of the accepted mfg specification; however, because stent outer diameter is verified 100% at the time of manufacture and units in this lot were all well within the required specification, this most likely occurred at the time of dislodgement as it is expected that the stent would expand during travel over the balloon . In addition, all online testing for the lot in question met stent implant security criteria which indicate the unit had an adequate crimp. Potential causes for this type of event as observed in past incidents may include improper or inadequate crimping at the time of manufacture, positive pressure during prep, or forced sheath removal. Unfortunately, none of the info gathered suggests any of these causes is the most likely cause, thus a definitive root cause for the stent implant dislodgement in this case cannot be determined. Product performance engineering will trend and monitor the experience circumstances. All stent delivery systems are 100% visually inspected online for stent placement and security. This MDR is considered closed by the product performance group.